Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Manufacturer's sales rep could not obtain reporter¿s occupation.

Event description:
The international customer reported the v60 unit displayed occurrence of "pcba adc failed&#55336;printed circuit board analog-to-digital converters) on the screen and the unit powered off at the same time. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the v60 unit was returned to the international service center for evaluation. The service technician duplicated the reported problem and confirmed occurrence in the diagnostic event log. Resolution and disposition: da (data acquisition) board to mc (motor controller) board cable was determined to be the cause, so it was replaced. To prevent recurrence, mc board retention bracket was attached. (B)(4).